Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was provided full pump reset instructions, and completed pump reset with guidance, after which cgm error did not appear again; no additional information was received regarding any further outcome of the event.